Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated that when they were connected to batteries for power, the batteries did not last the full 16-18 hours. The patient brought in all of the batteries and battery charger for evaluation a week prior. Only two of their batteries needed to be calibrated and two were replaced, but all seemed to be in working order after evaluation and calibration were completed. The patient stated they were ensuring to rotate the use of their batteries daily and have a full charge before connecting to them, but still, they stated only having a few hours on each battery before they run out of power. They also mentioned that the controller was getting wet a couple of times, but no issues were seen with the controller. They were able to complete a self-test and review parameters/past alarms on this controller. Log file captured some low voltage advisories/low voltage hazards throughout the log while using battery power. It was noted that the patient was consistently getting around 11 to 12 hours of runtime on battery from a fully charged status to a low voltage advisory event. Their fixed speed had been adjusted a few times. Most recently was on (B)(6) 2023 when the pump speed was set to 6400rpm. Vad coordinator stated that it may correlate with when the controller had gotten wet, the patient did not mention if that was a recent occurrence or not. The issue resolved after the controller and modular cable exchange. Related MFR #2916596-2024-01231.

Manufacturer narrative:
Section h1: brand name: corrected. Section h4: catalog number and UDI: corrected. Section h6: medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of low battery runtime was unable to be confirmed. The reported event of the controller getting wet was confirmed via evaluation. A review of the event log files contained data spanning approximately 13 days (03feb2024 ¿ 14feb2024, 23feb2024 per timestamp). Throughout the entirety of the data, intermittent low power advisory alarms were active due to routine battery depletion. When fully charged batteries were connected to the system, battery operation lasted between 11 ¿ 14 hours until a low power advisory activated. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis and underwent functional testing. The system controller was connected to the returned batteries (s/n: (B)(6)), at full charge, and a mock circulatory loop. Of note, when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10-17 hours. The controller was able to operate the pump without issue for at least 14 hours without a low power alarm activating. The resistance of the wires in the power cables were individually measured and raised resistances were observed on several wires; this is indicative of conductor breakdown. The power cable jackets were removed, and fluid ingress was observed. No damage to the underlying wires was found. Per the provided information, the patient brought in their batteries and battery charger. Two batteries needed calibration and two were replaced. The patient stated they were ensuring to rotate the use of their batteries daily and have a full charge before connecting to them, but still they stated only having a few hours on each battery before they ran out of power. Exchanging the system controller and modular cable resolved the issue. The root cause for the low battery runtime was unable to be conclusively determined; however, the observed wire fatigue and fluid ingress could have contributed to the event. The root cause of the fluid ingress was unable to be conclusively determined though this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6 - ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 1 ¿ ¿introduction¿ states that when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10¿17 hours, depending on the activity level of the patient. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.